Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the stylet being used would not fit into the channel of the biopsy needle. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The biopsy needle was returned and analysis performed in mfg report# 1723170-2019-00230. Please refer to that report for analysis results. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the navigation device was being used for a cranial biopsy. It was reported the biopsy needle channel was too narrow and the site was having difficulties absorbing from it. The site aborted the use of navigation. There was no reported delay and no reported impact to patient outcome.